Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. There was no adverse impact to the customer¿s blood glucose level but knew it was between 54 - 500mg/dl. Reportedly, the customer replaced the cartridge and continued insulin therapy.